Event description:
The customer reported functionality was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem was resolved by the customer. The system was returned to use. No additional service information was provided.